Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inr = 1.3; re-test inr = 2.6. Time between testing was about thirty minutes. Therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.